Event description:
The customer reported that speaker is defective. No sound at all. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.